Event description:
The washer manifold residual volume is out of range. The customer states they are receiving the value of 0.38 g even after performing teach wash as instructed in the galileo operator manual. The customer cleaned the manifold, but continued to receive out of range results. Checking the washer manifold residual volume is a maintenance function that is performed every 7 days, according to the galileo operator manual.

Manufacturer narrative:
A service call was made. The problems that were reported could not be replicated. During the call, the transport was operated manually and transport macro files and flow checks were run. No deficiences were observed. Residual volume was between 0.91g and 1.01g each time, which met specifications. No errors were received on any module; there were no errors in the event log either. The instrument is operating within specification. The galileo operator manual instructs the user to contact a service engineer if there is difficulty checking the residual volume. There was no transfusion of incompatible blood based on the results, however, the potential for transfusion of incompatible blood exists.